Manufacturer narrative:
Evaluation results pending analysis of the product.

Event description:
It was reported that a patient with a known aneurysm was scanned by the customer and the device read less than 3. The patient went to a cardiologist and found that he had an aneurysm at 5. A verathon representative also scanned the patient and couldn't find the aneurysm but scanned a tissue phantom and found the device to be accurate.